Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the display screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. The keypad was found to be intact; no damage or peeling was observed. Unrelated to the complaint, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed that the top of the battery cap was worn. The battery cap was able to tighten securely to the pump.